Manufacturer narrative:
Field service engineer (fse) was working with the customer at the time of the event; therefore, a service call was not initiated or placed. A clear root cause can not be identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that glucose modular critical rerun results did not match original glucose modular results. The discrepant results were generated by unicel dxc 600 pro chemistry analyzer. Customer has been running glum in duplicate runs (critical rerun). The erroneous results were not reported out of the laboratory. Patient treatment was not impacted with regard to this event.